Manufacturer narrative:
Unknown.

Event description:
A patient in (B)(6) who was undergoing a therapeutic plasma exchange (tpe) treatment. Approximately 15 minutes into the treatment, the patient developed pain in the lower abdomen and trembling legs. The patient was administered 2 ampules of spasfon (phloroglucinol, trimethylphloroglucinol) and 1 gr of doliprane (paracetamol). Treatment was discontinued without returning the blood in the extracorporeal circuit resulting in an estimated blood loss of 125 ml. The treatment was restarted later.